Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow obstruction could not be confirmed through this evaluation as no images were submitted and the device remains in use. Also, a correlation between the reported hematoma and the device cannot be conclusively determined. The account reported that the patient had symptoms of shortness of breath and chills prior to presentation to the emergency department on (B)(6) 2020. The patient received a computed tomography (CT) scan, a transthoracic echocardiogram (tte), and a contrast CT of the lvad tract. These tests revealed an outflow graft obstruction, severe left ventricular dysfunction, and a narrowing outflow graft, respectively. The patient underwent a stent placement and a washout of a pericardial and lvad pump pocket hematoma. The patient¿s symptoms improved, and they were monitored for 48 hours for complications, of which there were none. Unspecified changes to their medication were also made and the patient underwent further testing to evaluate them for a heart transplant. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (b)(6. No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow obstruction could not be confirmed through this evaluation as no images were submitted and the device remains in use. Also, a correlation between the reported hematoma and the device cannot be conclusively determined. The account reported that the patient had symptoms of shortness of breath and chills prior to presentation to the emergency department on (B)(6)2020. The patient received a computed tomography (CT) scan, a transthoracic echocardiogram (tte), and a contrast CT of the lvad tract. These tests revealed an outflow graft obstruction, severe left ventricular dysfunction, and a narrowing outflow graft, respectively. The patient underwent successful implantation of three 14mm stents into the full length of the outflow graft on (B)(6)2020, followed by a washout of a pericardial and lvad pump pocket hematoma. The patient¿s symptoms improved, and they were monitored for 48 hours for complications, of which there were none. Unspecified changes to their medication were also made and the patient underwent further testing to evaluate them for a heart transplant. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14jul2015. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU provides a detailed explanation of pump parameters (speed, power, flow, and pi). Section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The surgical procedures section outlines preparing and installing the sealed outflow graft and instructs to verify that the graft is not twisted or kinked. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that CT angiography showed external compression of the outflow graft cannula of the left ventricular assist device (lvad). Instead of exploratory surgery, the patient was taken to the cardiac catheterization lab on (B)(6)2020 where the patient underwent successful implantation of three 14 mm protege stents to cover the entire outflow graft of the heartmate ii lvad.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had symptoms of shortness of breath and chills prior to presentation to the emergency department on (B)(6) 2020. Low flows were noted. Pump log files were sent and a CT scan revealed outflow graft obstruction. Exploratory surgery is planned for (B)(6) 2020. Patient has suspected device thrombosis. The participant had worsening shortness of breath and low flows. Log files were sent as downward trends were concerning. Tte revealed severe left ventricular dysfunction. The patient will be treated with prolonged hospitalization, changes to medication and exploratory surgery. Contrast CT was performed of the lvad which showed a outflow tract narrowing for which he underwent stent placement with improvement of his symptoms and top number abnormalities. The patient was observed post procedure for approximately 48 hours for complications, of which there were none. While inpatient, the patient underwent further testing for evaluation for heart transplant. The patient underwent evacuation and washout of pericardial and lvad pump pocket hematoma on (B)(6) 2020.